Event description:
A home pt contacted baxter's tech service center regarding a system error 2240 message that appeared on the display of the pt's homechoice machine during fill 1 of their automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set had become disconnected from the pt line of the homechoice set during therapy. Baxter's tech service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's spouse.